Manufacturer narrative:
Concomitant medical product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 06-aug-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving bupivacaine 4mg/ml for a total dose of 0.7513mg/day and hydromorphone 8mg/ml for a total dose of 1.5026mg/day via an implantable pump for failed back surgery syndrome-other and non-malignant pain. It was reported the patient experienced intractable pain of the low back and lower extremities. The patient also reported decreased analgesia and increased pain. It was noted the pump was not able to be aspirated. Diagnostics included on (B)(6) 2018 surgical observation examined a successful surgery of a catheter revision and a pump replacement. Interventions included the pump was explanted/replaced on (B)(6) 2018. The device disposition was unknown. On (B)(6) 2018 a catheter revision was done in surgery. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump unable to enter/withdraw from the catheter access port (cap). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2018 the patient reported a decrease in analgesia. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient's weight was 145 pounds. The cause of the symptoms and the unable to enter/withdraw from the catheter access port (cap)/pump could not be aspirated. It was noted that the pump was replaced due to normal battery depletion. The device disposition was unknown. No further complications were reported.